Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set occulsion at site. Patient replaced infusion set and resumed insulin successfully. No further information available.